Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation. Although a temporal relationship exists, there is no documentation that suggests a causal relationship between the adverse event of peritonitis and the liberty cycler. However, there is documentation that strongly suggest a causative relationship between the adverse event of peritonitis and the leaking peritoneal catheter. The pd catheter is not a fresenius product. Additionally, there is no allegation against fresenius products in relation to this event. The patient was transitioned to hd for renal replacement therapy.

Event description:
A peritoneal dialysis (pd) nurse reported that this end stage renal disease (esrd) patient on continuous cyclic (peritoneal dialysis) [cc (pd)] therapy since 2015 experienced peritonitis on (B)(6)2017. A call on (B)(6)2017 to the pd nurse revealed that the patients¿ pd catheter had intermittent leaking; cultures were drawn and preliminary results showed gram positive cocci. The pd nurse stated the cause is likely due to touch contamination. During a follow up call on (B)(6)2017 to the patients¿ pd nurse it was revealed that the culture grew enterococcus faecalis. The patient was being treated with vancomycin 1 gram and ceftazidime 1 gram intravenously during each dialysis treatment for a duration of 28 days. It was also learned that the patient had been transitioned to hemodialysis therapy (date unknown) because the pd catheter was leaking.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation. Although a temporal relationship exists, there is no documentation that suggests a causal relationship between the adverse event of peritonitis and the liberty cycler. However, there is documentation that strongly suggest a causative relationship between the adverse event of peritonitis and the leaking peritoneal catheter. The pd catheter is not a fresenius product. Additionally, there is no allegation against fresenius products in relation to this event. The patient was transitioned to hd for renal replacement therapy. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) nurse reported that this end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis (ccpd) therapy experienced peritonitis on (B)(6) 2017. A call on 05/15/2017 to the pd nurse revealed the patient's pd catheter had intermittent leaking. Cultures were drawn and preliminary results showed gram positive cocci. The pd nurse stated the cause is likely due to touch contamination. During a follow up call on 05/16/2017 to the patients¿ pd nurse it was revealed that the culture grew enterococcus faecalis. The patient was being treated with vancomycin 1 gram and ceftazidime 1 gram intravenously during each dialysis treatment for a duration of 28 days. It was also learned that the patient had been transitioned to hemodialysis therapy (date unknown) because the pd catheter was leaking.

Manufacturer narrative:
The plant investigation was completed and reported on previous MDR. No further supplemental reports will be submitted.